Event description:
It was reported that during a prostate procedure, the laser displayed errors indicative of a system malfunction. The customer was unable to clear the errors what occurred the case with a "blade procedure". Patient outcome: "no pt injury."